Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified minor silicone heat damage on the cold jaw contact surface. One of the wires on the hot jaw was slightly bowed but remained attached to the jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. Thick white smoke was not observed although there is visible steam generated during electrical testing. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There were no nonconformities recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was excessive smoke while using the vasoview hemopro 2 and the jaws were not cutting well after cleaning them. A replacement device was used to complete the procedure. The hospital did not report any patient effects.